Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During onsite visit the field service engineer (fse) found the error was recorded in logfiles, it was reproduced the second day of test. The laser head was found misfiring intermittently. The fse replaced the laser head, a sensor and the processing board. The fse tested the laser head for stability, performed a full service test procedure. The root cause could not be determined conclusively. The possible root cause is the faulty laser head and a faulty sensor processing board. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the third case of the day an error message displayed indicating excessive internal heat voltage at the start of treatment causing the case to be aborted. It was noted that during the energy check prior to treatment, the high voltage drastically increased and an error message displayed. A gas exchange was performed followed by another energy check which was stable. The procedure was able to be restarted and completed with no patient harm. Additional information requested.